Event description:
An initial event notification was received by millyard advanced medical products, llc on (B)(6) 2026. The user reported hypoglycemic events while using the twiist automated insulin delivery (aid) system. The user stated that while exercising, their glucose values occasionally decrease into the 50s mg/dl, and sometimes below 40 mg/dl. The user further reported that they initiate the twiist workout preset 30 minutes to an hour prior to exercising. The user has resolved these hypoglycemic events by consuming protein bars, apple juice, and glucose tabs. The user remains ongoing on the twiist aid system.

Manufacturer narrative:
The user reported experiencing hypoglycemic events; however the exact dates of the events were not provided. Therefore, the event date (b3) is not provided in this report. Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hypoglycemia could not be determined. Device functionality at the time of the hypoglycemic events cannot be assessed through log data as the event dates are unknown. The twiist aid system user guide provides information about the potential causes of hypoglycemia and how to prevent it. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc for evaluation.